Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Additionally, visual inspection found that the device was in used condition. During the functional testing, it was found that the reported issue was with a defective main board. This indicated a reportable malfunction based on the defective main board. The main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a sensor issue. Evaluation of the returned device identified a faulty main board, resulting in high priority alarms. There was no patient involvement.